Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer's blood glucose at the time of incident was 53mg/dl and current blood glucose value was 198mg/dl. Customer treated with food and the blood glucose value rose to 69mg/dl and only ate her breakfast and had her coffee and found blood glucose value when she got up this morning about an hour earlier was 105mg/dl. Insulin pump will not be returned for analysis.